Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the guidewire revealed that the spring tip was observed bent and stretched.

Event description:
It was reported that a guidewire issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal lad. The patient was stable.

Event description:
It was reported that a guidewire issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal lad. The patient was stable.

Event description:
It was reported that a guidewire issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications.